Event description:
It was reported that this was a venous closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to a cryoablation procedure. Reportedly, when two prostyle were pulled out of the anatomy, the sutures were attached to the devices and not the vessel. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to greater than 8.5f and the ablation procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional prostyle device referenced is being filed under a separate medwatch report number.

Manufacturer narrative:
The device was returned for analysis. The reported ¿the sutures were attached to the devices and not the vessel¿ were confirmed as a posterior needle to cuff miss. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.